Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that upon evaluation post impella cp placement, there was distal limb ischemia to the left arm. The decision was made to place a radial ipsilateral reperfusion circuit with a six french sheath in the left radial. Good flow was obtained to the arm. Additionally, there was bleeding from the insertion site. Gauze was packed around the site and two units of packed red blood cells were administered. Bleeding was resolved. It was further reported that the family decided to withdrew care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
B.2 required intervention received prior to death was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27126.